Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Evaluation of the returned device found minor marks and discoloration from contact with the stem. There was no evidence of material loss or corrosion of the taper surfaces. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00642 / 2015-04757 - 04759).

Event description:
It was reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Subsequently, it was further reported that the acetabular cup had migrated. Additional information received in operative report noted patient was revised on (B)(6) 2012 due to loosening. Operative report further noted a fluid-filled cystic mass, loose cup which rotated in the acetabular cavity, and the stem was easily removed. All components were removed and replaced.